Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor irrigation was observed in the irrigation/aspiration (I/a) mode during the surgery. The procedural type was unknown. The surgery was completed on the same day after replacing the pack and handpiece with another one, however the issue was not completely improved. There was no patient impact.